Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. Method: the actual device involved was returned and is currently under evaluation.

Event description:
User reported that device was in use with pt when the eyelet of the neck flange became cracked and the tie fell off. No adverse effects to pt reported.